Event description:
The customer reported the insulin pump alarmed and was stuck in the rewind loop. Advised the caller that the insulin pump would be replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. Unable to confirm the alarm. The device was received with scratched lcd window, cracked case near the display window corner, cracked reservoir tube lip, and scratched reservoir tube window.